Event description:
Customer reported " has leak near distal tip " . The issue was found during reprocessing. Event date was not provided. There was no patient involvement in this reported event. Device inspection found the device had lifted support pin (metal protruding) in the bending section.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted the device found with leak in bending section a-rubber and channel. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress , component failure. The lifted support pins probable cause was due to excessive forced applied on the device. Olympus will continue to monitor complaints for this device.